Event description:
Report received from (B)(6) stating the motor was making noise and the lock lever was defective. The device was not being used during a procedure. No pt or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the complaint of "noise and lever lock damage" was confirmed. The locking mechanism was damaged and would no longer function. In addition, the motor produced an e2 error code due to a damaged hall sensor. The condition of the motor was indicative of improper or ineffective cleaning, maintenance, and misuse/abuse of the device. If additional information is received, a supplemental report will be sent. (B)(4).